Manufacturer narrative:
Engineering investigation: the returned device was disinfected and evaluated to determine the cause of the complaint. Upon initial inspection the catheter had been separated 7 cm prior to the proximal balloon bond. The shaft in this location had necked down to a smaller diameter of approximately 0.052 inch. A review of the proximal balloon bond test data indicates that 20 samples were tested to ensure the integrity of the balloon bond. Of the 20 samples tested the lowest tensile value obtained was 24 newton's. This far exceeds the product requirement of a minimum of 15 newton's. As the section that broke was not part of the balloon weld the tensile force would presumably be higher as the shaft itself based on historical data minimum break force is 40 newton's. There was substantial stretching of the shaft also just prior to the catheter strain relief. The complaint details indicate that "the physician deflated the balloon and felt friction during withdrawal of the catheter. The balloon broke within the sheath." The introducer sheath used in this case was not returned. Because the shaft broke while in the introducer sheath it is possible that the sheath was kinked or damaged preventing the withdrawal of the v12 stent delivery system. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the complaint and the acceptable testing result of this catheter lot, atrium can find no fault with the performance of the product. Clinical evaluation: thrombosis is an aggregation of blood factors, primarily platelets and fibrin with entrapment of cellular elements, frequently causing vascular obstruction at the point of its formation. Prior to implant of any vascular stent it is imperative to extract the thrombus to prevent further occlusion downstream. If a catheter cannot be withdrawn back into a sheath and part of the component breaks it would cause a procedural delay and may subject the patient to additional medical or surgical intervention. There are several possibilities that could cause a piece of the device to break off including excessive manipulation and force. The instructions for use (IFU) warn not to force passage or withdrawal of the guidewire or delivery system if resistance is encountered. The IFU also states use is contraindicated in lesions with fresh thrombus formation.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the physician deployed the stent in a thrombus occluded right common iliac artery. He deflated the balloon and felt friction during withdrawal of the catheter. The balloon broke within the sheath. The physician was able to safely remove the fragment with the sheath. No harm to the patient.